Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the vibra-alarm and acoustic alarm in the infusion device were no longer functioning.